Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a meniscal cx procedure, when the surgeon was inserting the implants, the peek buttons did not release. The case was completed by using a new ar-4501 without further issue.